Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: the pump's history showed that the pump was running on the incorrect date setting between 07/06/2015 and 07/27/2015. The black box data from these events was not available. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.